Event description:
The customer reported the dome light did not alert a code blue call in the radiology department. The customer reported just the light went off. It is noted that during troubleshooting activities that the primary audio station was lost. There was no report of patient injury or impact. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The customer reported that the dome light did not alert to a code blue call in the radiology department. It was additionally noted in the case comments during troubleshooting activities that the primary audio station was also lost. There was no report of patient injury or impact. Voalte nurse call system interfaces with other hospital communication and information-management systems to provide staff communications, patient data-management reports, and provide secondary notification of essential calls. Troubleshooting activities performed by hillrom determined the cause of the reported event was due to a cabling issue. The homerun cable for the device was re-terminated onsite and the issue was resolved. Based on this information no further actions are available. There was no patient injury associated with the reported event. However, it is likely the reported malfunction could contribute to a death or serious injury if it were to recur therefore, hillrom is cautiously reporting this event.